Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. In this case, there has been no indication or allegation that this event was due to a device malfunction and/or deficiency. The root cause of this event cannot be confirmed. However, this event was likely due to procedural/technical related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 3300tfx 19mm aortic valve was explanted at implant due to cardiogenic shock and possible coronary ostia obstruction. Per medical records, this patient presented with aortic valve stenosis requiring avr. The subject device was implanted and seated well. Aortic crossclamp was removed and the patient went into ventricular fibrillation and she was cardioverted. She then went into cardiac standstill. Temporary epicardial right atrial and right ventricular pacing wires were placed and they began pacing her in an atrioventricular fashion. She initially came off bypass without difficulty. The patient was decannulated and because the patient's right atrium was very thin, some of the suture holes had to be reinforced with pledgeted sutures. As this was completed, the patient had a precipitous decline in blood pressure and a rise in her pulmonary artery pressure. She failed to respond. At this point, she was re-heparinized and the patient was recannulated. The patient was placed back on cpb at full flow during this point and the patient was hypotensive for a period of time. Cpb was run for approximately 20 minutes and epinephrine and levophed drips were increased; dobutamine was also added. Multiple attempts to wean her off cpb were made and failed each time. At this point, it was decided to place an iabp. It was attempted to wean the patient from cpb multiple times and again it failed. It was decided to placed the patient on ECMO. The patient was transferred to the ICU in critical condition with chest open. The patient was later brought back to the ICU the same day. The aortic valve was noted to be well seated. It was not clear whether it had been obstructing the coronary ostia. There was pronounced left ventricular hypertrophy and left ventricular contractility was markedly decreased. ECMO was clamped and the patient was placed back on cpb at full flow. The valve was inspected and there was blood seen coming back from both the left main and the right coronary ostia, but the flow was not great and because pledgeted sutures were used the first time, there was concern that this might be causing the valve to impinge on the coronary ostia. It was decided to removed the valve and replace it with non-pledgeted sutures. The explanted device was replaced with another 3300tfx 19mm valve. This valve seated well and cardioplegia could be seen coming back from the left main and the right coronary ostia. Although the flow was a little bit sluggish, there was no impingement of the both ostias seen. Aortic crossclamp was removed and the patient went into ventricular fibrillation. She was cardioverted and then went into bradycardic rhythm. The patient was attempted to be weaned from cpb with the aid of an iabp. She failed several attempts to wean her. At this point, ECMO was placed again. Once ECMO was running, cardiopulmonary bypass was weaned down and once again, there was trouble maintaining adequate flow with the ECMO apparently to low volumes. In spite of all measures taken, the patient was clearly not making it. She could not sustain an adequate blood pressure or cardiac output. It was decided that there was nothing more to offer the patient. The iabp was turned off and the ECMO was stopped. The patient was declared dead in the o.r.

Manufacturer narrative:
Reference CAPA-20-00141.